Event description:
The patient came in due to signs of infection and the pathogen is unknown. At about 3 weeks from primary the surgeon performed a washout and swapped the poly. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 may 2022: lot 2106580: (B)(4) items manufactured and released on 12-july-2021. Expiration date: 2026-06-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.